Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported patient effects (i.e., death, bleeding, stroke, myocardial infarction, sepsis/pneumonia) could not be determined as no case-specific information was available. The reported patient effects of death, hemorrhage, myocardial infarction, cerebrovascular accident, and septicemia as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. D6 - the implant date is estimated. The additional patient effects reported in the article are captured under a separate medwatch report. Attachment: article titled ¿impact of body mass index in patients with tricuspid regurgitation after transcatheter edge-to-edge repair."

Event description:
It was reported through a research article that 211 patients underwent transcatheter-edge-to-edge repair (teer) from (B)(6) 2015 to (B)(6) 2021. Within one year, the implanted mitraclip and implanted triclip may have caused or contributed to death, bleeding, stroke, myocardial infarction, sepsis/multiple organ dysfunction syndrome (mods), gastrointestinal bleeding, pneumonia, malignancy, recurrent tricuspid regurgitation (tr). Additional information is listed in the attached article, titled ¿impact of body mass index in patients with tricuspid regurgitation after transcatheter edge-to-edge repair.¿